Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air was pulled into the syringe when using the faradrive steerable sheath clear. During a procedure to treat atrial fibrillation, when the farawave was inserted into the sheath, reverse blood flow was performed, and air was pulled into the syringe. Air did not appear through the suction. Subsequently, the sheath was replaced. The procedure was completed and there were no patient complications. The device is not expected to return as it was discarded at the facility.